Manufacturer narrative:
The service engineer inspected the device and replaced the o2 (oxygen) sensor. The ventilator passed all tests and was returned back to service at the user facility.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen sensor failure alarm. The ventilator was not in use on a patient at the time the malfunction occurred.